Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 100 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed.